Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of death and heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information provided, a conclusive cause for the reported death and heart failure cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). This was filed to report the patient death. It was reported that on (B)(6) 2019 one mitraclip was implanted in the patient with functional mitral regurgitation (mr) grade 4. After the clip was implanted, mr was reduced to trace or less than 1 grade. On (B)(6) 2019 the patient expired. The cause of death was suspected to be hypoxemia related to worsening heart failure, but this cannot be confirmed. No additional information was provided.